Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room having been shocked. Upon interrogation, the patient had been shocked inappropriately due to many episodes of short v-v intervals, much of which appeared as noise. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.